Event description:
A nurse reported that fluid sprayed out of the patient line. There was patient involvement, but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13a11026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was unavailable, therefore no evaluation could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if additional relevant information is received.

Manufacturer narrative:
(B)(4). This device was not available for evaluation; therefore the reported condition could not be confirmed nor could a cause be identified. Should additional relevant information become available a supplemental report will be submitted.